Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open mastectomy/bilateral breast reconstruction, while using running stitch technique upon closing the procedure, the thread broke. Another suture was used to resolve the issue.